Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) reviewed the logs and confirmed error 31010 pointing to universal surgical manipulator (usm) 1. Tse advised to reseat the instrument and sterile adaptor when encountering the behavior. Tse had the customer perform a hard power cycle and confirmed the system booted up normally afterwards. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 31010 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by reseating the instrument and sterile adaptor or hard power cycling the system.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 1 moved in a non-intuitive motion and the customer converted to laparoscopic surgery. Customer called the following day. Technical support engineer (tse) reviewed the logs and confirmed the error log 31010 pointing to usm 1. Tse advised the customer to reseat the instrument and sterile adaptor when having that behavior and also to call the technical support whenever they have issues during the surgery to avoid converting the case. Tse guided the customer to make a hard power until the "da vinci is ready" prompt was heard to confirm that the system could be used for the day. System booted up normally after that. The procedure was converted to laparoscopic surgery with no reported injury.